Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (prolene suture) involved caused and/or contributed to the post-operative complications (stent migration, post-procedural discomfort, stents with tissue ingrowth, hemi-circumferential ulceration at margins) described in the article? Does the surgeon believe there was any deficiency with the ethicon product (prolene suture) used in this procedure? Patient demographics for the patients that experienced the post-operative complications above. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: gastrointestinal endoscopy volume 87, no. 6s: 2018, ab530- ab531. Note: events related to patient 2 reported via mw 2210968-2020-08800; event related to patient 10 reported via mw.

Event description:
It was reported via journal article: "title: safety and efficacy of endoscopically secured fully covered self expandable metallic stents (fcsems) in the stomach" authors: lea fayad, roberto oleas, alison agrawal, saowonee ngamruengphong, anthony n. Kalloo, mouen a. Khashab, vivek kumbhari. Citation: gastrointestinal endoscopy volume 87, no. 6s: 2018, ab530- ab531. The aim of this retrospective review of a prospectively collected database was to assess the technical feasibility, efficacy, tolerability and safety of long-term dwell of endoscopically secured fully covered self expandable metallic stents (fcsems) in the stomach to treat non-malignant gastric stenosis. From september 2016 to november 2017, a total of 10 patients (n=3 male, median age: 53 years, age range: 30-81 years) who underwent egd and through the scope fcsems insertion in the stomach were included in the study. During the procedure, the stent was endoscopically secured with four 2-0 prolene sutures (ethicon) with the use of a full thickness endoscopic suturing system. The stents were well tolerated with only 24 hours of mild post-procedural discomfort (n=?). There were also reports of stents with tissue ingrowth into the covered stent (n=2), and hemi-circumferential ulceration at margins (n=1) where one patient was treated by the insertion of consecutive long-term sutured stents with dwell times of 246, 181 and 34 days consecutively. Stent migration was also reported (n=3) where patient 1 passed the stent at day 342 per rectum without complication; patients 2 and 10 did not return for their scheduled follow-up and required surgical resection for stent removal at day 276 and 241, respectively. In conclusion, fcsems, if secured in the stomach, may be safe, tolerable, and effective for long dwell time. Despite aggressively securing with sutures, stents appear to migrate after approximately 6 months and one should remove or exchange the stent at around this time.